Manufacturer narrative:
H3, h6: the navio long attachment, part number 11006, s/n (B)(6), used in treatment, was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a mechanical component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during navio preventative maintenance, they found that it was so challenging to get the burr down through the aperture in the long attachment due to an issue with the internal bushing/bearing going. There was no patient involvement. No other complications were reported.